Event description:
During index procedure the patient had one resolute integrity drug-eluting stent successfully deployed at the 100% stenosis lad. Administration of clopidogrel was stopped due to suspected allergy. Approximately 6 days post index procedure while performing a contrast study on the 75% stenosis lcx it was noted that the lad was occluded. Lad was treated.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (thrombosis). Patients predisposition (allergy to antiplatelet medication pre-disposed them to an acute stent thrombosis). No results as no evaluation performed. Conclusions: device failure/lack of effectiveness related to patient condition (allergy to antiplatelet medication pre-disposed them to an acute stent thrombosis). Inherent risk of procedure - (thrombosis). (B)(4).